Event description:
During a resuscitation on this pt, 5 pedi-cap co2 detectors were used trying to establish a patent airway. The md could not get good airflow or color change, even though she and several other md's and nnp's could clearly see the ett was passed through the vocal cords. After the baby was declared dead, it was discovered that we received a voluntary recall notice on this exact product that exact same day.